Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, found to have deposit on the anterior face of the lens, after implantation. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned taped inside the opened pouch. The associated lens information was written on the pouch. Viscoelastic was observed in the cartridge. Internal damage was observed on the cartridge tip (top, bottom, and left side). The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the top and left side of the tip. A photo was provided, which shows the lens in the eye with the product identification listed. There is a linear mark or material at the 11 o'clock potion that travels from the edge across part of the optic. The nature and origin of the mark/material cannot be determined from the photo. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The instruction for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There are two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).